Manufacturer narrative:
The unit was returned for repair and was recalibrated and tested. It met all specifications after the calibration was completed.

Event description:
Low tidal volume and failed over pressure relief during manufacturer maintenance testing.